Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated post-breakfast blood glucose when using the ilet after increasing carbohydrate content in a morning protein shake and continuing to announce meals as usual. Education was provided to announce ¿more than usual¿ for the higher-carbohydrate shake. Symptoms included malaise and hyperglycemia with readings reported over 180 mg/dl and a highest measured value of 218 mg/dl. Outcomes included transient hyperglycemia without hospitalization or injury. Investigation included review of device data showing that glucose tended to remain elevated longer when meals were announced as usual, while a prior ¿more than usual¿ announcement led to a brief rise above 180 mg/dl that returned to range within about 20 minutes. Investigation of this case revealed that the device functioned as designed and that the event correlated with underestimation of meal size relative to increased carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement settings leading to under-bolusing.